Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 , the receiver displayed an error message for transmitter failure. No additional patient or event information is available.the complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and it was observed that the transmitter had no voltage. The shared data log was reviewed and it contained nothing related to the customer complaint.. The reported event of a failed transmitter alert was not confirmed. The root cause could not be determined.